Manufacturer narrative:
Please note that additional information was added to: report source.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the benchmark 6f 071 delivery catheter (benchmark) was kinked upon removal from the packaging. The damage to the benchmark was found prior to use. Therefore, the benchmark was not used in the procedure. The procedure was completed using a new benchmark.

Manufacturer narrative:
Results: the benchmark was fractured approximately 11.0 cm from the hub. In addition, the support coils were unwound. Conclusions: evaluation of the returned device revealed that the benchmark was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully retracted at extreme angles during removal from the packaging, damage such as a kink may occur. If the kink is attempted to be straightened or further mishandled, damage such as a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.